Event description:
It was reported that the system would not display images on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a defective interconnect cable. System operates as intended.